Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Joystick is malfunctioning- will not operate chair. Cannot turn off joystick, so unable to disengage emergency brakes so chair can be pushed. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.